Event description:
It was reported that a nurse had problems with a flo-gard infusion pump¿s battery. This occurred when the device was turned on. There was no report of patient injury or medical associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, battery testing and a review of the alarm log were performed. The customer reported battery issue was verified in the alarm log review as an f-6 alarm which was related to low battery voltage. The cause was determined to be due to a defective main battery. To correct the condition, the battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.